Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was admitted to the hospital with worsening pd (parkinson's) symptoms. There was not troubleshooting done and no known activity prompted the issue. The caller stated the patient didn't have insurance for a period of time and therefore didn't have the ins monitored. The hcp suspected either the ins had reached eos, or there was another issue with the system. The symptoms started the last 2 days and the patient was admitted to the hospital the night before. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported that the patient did not have insurance therefore they have not seen a physician for follow up in a couple of years. It was reported that the patient's device had reached end of service (eos), and since the device was dead, patient suddenly lost the ability to walk and had severe tremor returns. It was reported that when the device was working, patient had no issue with walking or tremor. No further patient complications were reported/ anticipated as a result of this event